Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. No trend was identified. The manufacturing facility determined no further investigation can be carried out as no product lot number or sample was available. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: based on the evaluation of the MRI of one of the three impacted patients it becomes obvious that the deep-seated liquid collection has intimate contact with the actifuse placed in the postero-lateral area. The imaging does not allow assumptions on the origin of this liquid collection (it can be a seroma, hematoma, local infection, or even a cerebrospinal fluid leak). In a very conservative approach and in the absence of more detailed clinical data on the individual cases, we cannot exclude that actifuse has caused or contributed to the postoperative liquid collection. Baxter is still following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Case 1 of 3: it was reported by the physician that he had a few patients developed wound collections in which actifuse was used. He is wondering if the gel used to suspend the particles sucked in water osmotically. He started using the shape product as this was more solid, but had another young man admitted a few weeks after surgery with a large fluid collection. There was no post operative hematoma, it was a straightforward case with no csf leak and no signs of infection. He stated that again the patient seems to have formed a large collection and he believes that its due to actifuse matrix. The customer provided photographs of the axial scans, and he stated you can see the graft balls at the periphery of the collection. He stated that he cannot see how this will ever help with fusion and he does not plan to use the product anymore as it is so unpredictable. He stated he will use up what he has and does not wish to order anymore. No additional information provided. Additional information received on (B)(6) 2013 from the customer: it was confirmed that the customer had three (3) cases and has only kept details of the last one as the others were from some time ago when he tried the syringe based gel. The customer stated he hasn't used a lot of actifuse so for him he considers this as a high proportion of cases. He stated that he used vitoss and mastergraft/nanostim until recently he tried actifuse shape. The customer stated he will try to gather additional information.